Manufacturer narrative:
Reporter first name: (B)(6). Reporter last name: (B)(6). Reporting institution name: (B)(6). Reporting address postal: (B)(6). Reporting address state: (B)(6). Reporting address city: (B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that failed to deliver a shock and could not be used for timely resuscitation. A defibrillator was borrowed from another department. Subsequent resuscitation was successful, but the patient¿s condition was critical and the adverse event affected the timeliness of the rescue. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.